Event description:
An impella cp device was inserted via the right femoral artery in an 84-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's history included coronary artery disease, diabetes mellitus, and dialysis dependence. While in the ICU, the patient removed the impella cp device. He was subsequently taken back to the catheterization lab for unplanned removal. The reported events include device in wrong position, medical device removal, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was maintained without any known adverse events.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: device in wrong position : the cause of the positioning issue was determined to be use related to patient movement per clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.